Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknown if the device met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a ureteral stent tube was indwelled on (B)(6) 2022, to dilate and support the ureter, which was drained as usual. Then the patient returned to the hospital to have the ureteral stent removed, and the surface of the stent tube was found to be covered with stones during the operation, making it difficult to remove. As per the description of event cause analysis, because the surface of the ureter was full and solid, the ureteral stent was incarcerated, and it was difficult to remove it under the cystoscope. Nephrostomy drainage was performed, followed by percutaneous nephroscopic ureteral stent extraction with infection control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a ureteral stent tube was indwelled on (B)(6) 2022, to dilate and support the ureter, which was drained as usual. Then the patient returned to the hospital to have the ureteral stent removed, and the surface of the stent tube was found to be covered with stones during the operation, making it difficult to remove. As per the description of event cause analysis, because the surface of the ureter was full and solid, the ureteral stent was incarcerated, and it was difficult to remove it under the cystoscope. Nephrostomy drainage was performed, followed by percutaneous nephroscopic ureteral stent extraction with infection control.